Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A scrub technician reported that following an intraocular lens (iol) implant procedure the patient experienced blurred vision due to a refractive error. The iol was exchanged in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
Additional information provided in a.2., a.3., b.3., b.5., b.6., b.7., d.11., e.4. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that there was no patient harm. The patient's issues have resolved. The prognosis is excellent.

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).